Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms or unresponsive buttons noted during testing. However, moisture damage was found on the keypad traces. No moisture on the electronic and motor assemblies. The device had cracked belt clip slot, cracked reservoir tube lip, and cracked case the display window.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was not able to clear the alarm using the keypad. Customer took the battery out and put it back in. Customer was at a water park. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.